Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues with the continuous glucose monitor graph. Reportedly, the pump displayed data points "despite not having readings available." There was no reported impact to the customer's blood glucose level. The customer reported the issue was resolved and declined further troubleshooting with tandem technical support.